Event description:
It was reported that there were two episodes showing oversensing possibly due to electromagnetic interference or noise. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies found. It was noted that the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking and breached cut, the defibrillator coil was exposed and covered with a white substance, there was blood in/on the helix/lobe mechanism, and apparent explant damage.

Event description:
It was reported that there were two episodes showing oversensing possibly due to electromagnetic interference or noise. The device and right ventricular (rv) lead remain in use. It was later reported that the device did not have a product performance issue and was explanted and replaced due to the remaining longevity. The rv lead integrity alarm triggered due to the lead having noise and oversensing. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there were two episodes showing oversensing possibly due to electromagnetic interference or noise. The device and right ventricular (rv) lead remain in use. It was later reported that the device did not have a product performance issue and was explanted and replaced due to the remaining longevity. The rv lead integrity alarm triggered due to the lead having noise and oversensing. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.